Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of baclofen for intractable spasticity due to multiple sclerosis. In 1999, the pump was explanted due to battery end of life. The device was returend to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1999.

Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of baclofen for intractable spasticity due to multiple sclerosis. In 1999, the pump was explanted due to battery end of life. The device was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1999.